Event description:
Literature: bauman ja, church e, halpern ch, et al. Subcutaneous heparin for prophylaxis of venous thromboembolism in deep brain stimulation surgery: evidence from a decision analysis. Neurosurgery. 2009;65(2):276-280. Summary: this article presents a retrospective review of 254 patients with movement disorders who underwent deep brain stimulation (dbs) surgery between 2003 and 2007 to investigate the safety of subcutaneous heparin (sqh) in patients undergoing dbs surgery. The patient's were divided into two groups, non-sqh implanted prior to some time in 2005 and sqh implanted after that time in 2005. Reportable event: five sqh patients developed an asymptomatic intracranial hemorrhage diagnosed via postoperative MRI. The hemorrhages were noted to be small bilateral subdural hematomas in two patients and small unilateral hematomas adjacent to the dbs lead in the other three patients. One patient with a hematoma experienced a generalized tonic-clonic seizure. The relationship between the seizure and the intracranial hemorrhage were unknown. It was not specified whether the patient who had the seizure had a bilateral or unilateral hemorrhage. There were no other symptoms. None of the patients required surgical intervention. See literature article with MFR report #3007566237-2009-09427.

Manufacturer narrative:
.